Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty tightening the set screw.

Event description:
It was reported that after the rv lead was capped due to noise, the physician connected and tightened the lead to the device set screw anomaly was noted. The physician continued to screw and unscrew until the set screw was damaged. It was then the device was explanted and replaced. The patient was doing fine.